Event description:
The tip of the inserter sheared off during use.

Manufacturer narrative:
Eval summary: one or a combination of the following occurrences may have contributed to the distal thread fracture: the device was used without an adapter, which may have led to high stress on the threads and subsequent thread fracture; insufficient thread engagement during impaction may have led to high stress on the threads and subsequent thread fracture; off-axis impaction of the component either with sufficient or insufficient thread engagement; the device was inadvertently dropped or damaged during cleaning/autoclave. Based on the info provided, a definitive cause for the experience observed cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.